Event description:
Customer stated controls are not passing for blood and glucose.

Manufacturer narrative:
Customer reported the ichem velocity is failing ca and cb controls for blood glucose. There were no reports of patient results being affected and no reports of change to patient management as a result. An iris field service engineer (fse) adjusted the probe alignment. The fse ran qc which passed. System was operational.